Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to h te raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that four days after filter implant, four filter legs perforated the cava wall resulting in a retroperitoneal hemorrhage. Currently, the filter remains implanted as the physician evaluates the treatment plan.